Manufacturer narrative:
The lead consisted of two lead fragments. The lead had been cut through 21 cm distal the connector pin, probably with a scalpel. The analysis found massive damage to the lead body due to squashing. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load onto lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of about 30 months, inappropriate charging for shocks and interference signals in the ventricular iegm were reported. No deterioration of the patient's state of health was reported. The lead was explanted. The date of implant was not provided.